Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was showing "no video detected". They were trying to only use the camera cart without the main cart. They then brought in the main cart, booted it up and it also displayed "no source signal". A representative confirmed the "no video detected" message on the main cart monitor. He confirmed that the hdmi was selected as the video input. The representative confirmed it was a legacy computer. He confirmed that the hdmi cable connecting the computer to the monitor was seated properly on both ends. Technical services (ts) concluded the issue was likely being caused by a malfunctioning computer. There was no patient involvement.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. There was no video output when system was on. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: hardware analysis was completed on the returned computer. The computer did detect video upon initial bootup and received an error on one of the loopback usb ports. Reset the computer to retest and video did not display after several attempts. H6: b01, c02 and d02 apply to the concomitant product ID: 9735764 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.